Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection in the pump pocket. The pump was explanted on (B)(6) 2015 and will not be available for return.